Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated. Contacts were checked on the monitor. No further repair info is available. The system operates as intended.

Event description:
The customer reported that the 7900 system's control monitor would not display information. No pt injury was reported.